Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; this incident was not related to the device's product quality but was related to surgical technique. The patient was discharged 3 days after the intervention. The returned guidewire had its coil wire elongated for approximately 270mm starting from the proximal solder designed to be at 200mm from the tip. The end of the coil wire was fractured. Fracture was observed under a microscope. It revealed that the fracture was flat suggesting the coil became fractured due to twisting force generated when its coils were getting flattened. Approximately 180mm from the proximal solder, the core wire was found exposed and fractured. A bend was observed at the proximal side of fracture. The core fracture was also observed under a microscope. It revealed the fracture surface was flat and there were spiral marks on the side of fracture suggesting there was accumulation of rotational force. By measuring the returned guidewire, it was concluded approximately 20mm of the core wire and approximately 70mm of coil wire including the inner twist core wire and inner coil wire were separated and missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that accumulated rotational force exceeded the product design limit was applied on the guidewire along with wire removal while its tip was trapped between the deployed stent and the vessel wall. The coil wire elongated as the wire removed from the anatomy and eventually fractured due to excess pulling force. There was no indication of product deficiency. Instructions for use states: - [warnings] do not practice stent delivery when using this guide wire for "parallel wire technique"; and, - [adverse reactions / events] separation or breakage of the guide wire.

Event description:
During a pci to treat cto lesions in the rca #3 and #4 av, first stent was deployed in #3. To treat a lesion in #4 av, the subject guidewire was advanced to #4 pd for protection, and another stent was placed in #4 av so that the second stent would overlap the first stent deployed in #3. The subject guidewire was withdrawn when it became trapped by the deployed stent and its distal segment fractured. After the deployed stent was dilated with high pressure to embed the wire fragment to the vessel wall, the procedure was completed.